Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture and loss of sensing. X-ray revealed the lead was dislodged. The lead could not be repositioned as the stylet could not be inserted. The lead was explanted and replaced. The patient was in stable condition.